Manufacturer narrative:
Additional details regarding this event is not available at the time of this report. If additional information is received a supplemental will be submitted accordingly. The following mdrs were submitted for this event: 3013450937-2023-00127, 3013450937-2023-00128 and 3013450937-2023-00129.

Event description:
It was identified on (B)(6) 2023, that a patient underwent revision on (B)(6) 2021. During this revision surgery, the following implants were revised: eleos distal femur axial pin, distal femur, male-female midsection, and cemented segmental stem. The reason for this revision surgery is unknown at the time of this report. If additional information is received, a supplemental report will be submitted accordingly. This event will be reportable to the FDA as a serious injury due to the revision surgery. This record captures the revised eleos distal femur axial pin.

Event description:
It was identified on 19 june 2023, that a patient underwent revision on (B)(6) 2021. During this revision surgery, the following implants were revised: eleos distal femur axial pin, eleos distal femur, eleos male-female midsection, and eleos cemented segmental stem. The reason for this revision surgery is unknown. This event will be reportable to the FDA as a serious injury due to the revision surgery. This record captures the revised eleos distal femur axial pin. 11 october 2023 update: upon investigation conclusion, additional information was not identified regarding this event.

Manufacturer narrative:
Section b5 was updated to refelect no additional information was identified during the investigation. Section h6 codes were updated. The patient's index surgery occurred on (B)(6) 2019, where the following eleos implants were implanted: eleos distal femur, eleos tibial hinge component, eleos male-female midsection, eleos tibial baseplate, eleos tibial poly spacer, eleos distal femur axial pin, and eleos canal filling segmental stem. It was identified that the patient had undergone a previous revision in (B)(6) 2021. The following implants were removed and replaced: eleos distal femur, eleos distal femur axial pin, eleos male-female midsection, and eleos segmental stem. The reason for this revision is unknown. The root cause for this event could not be determined as the failure mode and event details are not known. Devices in scope of this complaint were not returned for evaluation. Therefore, visual, dimensional, functional and material analysis could not be conducted. Work orders and sterilization batch records were reviewed, and no issues related to the manufacturing of the devices were observed. Previous complaint history not be conducted as the failure of this event is not known. The following mdrs were submitted for this event: 3013450937-2023-00126, 3013450937-2023-00127, 3013450937-2023-00128, 3013450937-2023-00129, 3013450937-2023-00126-001, 3013450937-2023-00127-001, 3013450937-2023-00128-001, 3013450937-2023-00129-001.